Manufacturer narrative:
H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, expiration date, full UDI and h4: manufacture date are unknown; no information has been provided to date. H3 - other: device has not been returned; sample was discarded by user facility. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air leaked from the cuff during patient use. The event occurred at the hospital. There was no disinfection or sterilization, and no infectious disease occurred. There was patient involvement and no patient harm/adverse event reported.